Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 50mg/dl which was treated with food. Customer¿s blood glucose at time of incident was 70mg/dl. Low blood glucose was treated with orange juice and at the end blood glucose was 103mg/dl. Insulin pump will not be return for analysis.